Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility biomedical engineer (biomed) reported that blood was observed to be leaking within an optiflux 160nre dialyzer during a patient treatment. Follow-up with the biomed revealed that the leak occurred almost simultaneously with the start of treatment. The leak was observed by staff and the machine did not alarm. Blood test strips were used and came back positive for the presence of blood. Upon further inspection of the dialyzer, the biomed was unable to find any damage or loose components that could have caused or contributed to the blood leak. The patient¿s estimated blood loss was approximately 100-200 cc from the blood left in the circuit that was not returned to the patient. The patient was transferred to a new machine where treatment was completed with new supplies. No patient adverse effects were experienced and no medical intervention was required as a result of the event. The sample was reported to be available for return. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. A visual inspection identified delamination in both headers of the dialyzer. The cavity ID end delamination extended from 120 to 240 degrees with the ports at 0 degrees. The non-cavity ID end delamination extended from 280 to 90 degrees with the dialysate ports at 0 degrees. The delamination in the polyurethane potting material extended under the silicone o-ring on both ends. There were no other defects or irregularities visually identified on the fiber bundle or any of the molded dialyzer components. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Upon conclusion of the evaluation, the reported incident of a blood leak was confirmed with the cause being attributed to delamination in both headers of the dialyzer. The dialyzer was scrapped following the evaluation. Should additional relevant information become available, a supplemental report will be submitted.